Event description:
In 2008, it was reported to boston scientific corp that a prolieve thermodilitation kit was used during a benign prostatic hyperplasia (bph) procedure the month prior. According to the complaint, during the procedure, the prolieve catheter was leaking into the anchoring balloon. The leak caused the prolieve catheter and the anchoring balloon to burst. No parts fell in the pt. The prolieve thermodilitation kit was replaced and the procedure was completed with no complications to the pt. No pt complications were reported as a result of this event. The pt's condition was reported as "fine."

Manufacturer narrative:
The device has been received, but an eval has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. A product eval is pending; results will be provided in a follow-up medwatch report.